Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they never felt the stimulation because with their back troubles they couldn¿t hold their head back. The patient stated if they tried to charge it didn¿t need it. The patient got help to get it going so it worked but was no good for them because they still couldn¿t hold their head back far enough to feel it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their therapy never really worked for them. They stated that they would have to bend way back to feel stimulation in their legs. The patient mentioned that they have not felt any stimulation for the last few weeks, even when they lean back. They added that they normally charge their device on mondays and fridays. At the time of the report, the patient attempted to check if stimulation was on using their programmer, but the programmer did not power on. The patient mentioned that they don't really use their programmer. Patient services reviewed replacing the batteries, and the patient indicated that did not have access to (B)(6) batteries at the time of the call. The patient then connected to their implantable neurostimulator (ins) using their recharger and confirmed that it showed stimulation was on. The patient experienced a fluctuation of coupling boxed at the time of the report and indicated that they have always had issues with fluctuating coupling. Patient services reviewed charging considerations and best practices. The patient stated that they have always been able to charge the ins to full and declined adhesive discs. They noted that they are considering having the device removed. No further complications were reported or anticipated.